Event description:
It was reported that prior to a stenting treatment procedure, stent dislodgement occurred. As the 3.5x16mm taxus liberte stent was unpacked and prepped for use it was noted that the stent was not on the balloon. No patient complications were reported the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified that the stent delivery system (sds) was returned without the stent attached. The device was returned in the tubing with the stent protector and mandrel intact. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. A visual and microscopic examination also identified a kink 23.5cm from the catheter strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that prior to a stenting treatment procedure, stent dislodgement occurred. As the 3.5x16mm taxus liberte stent was unpacked and prepped for use it was noted that the stent was not on the balloon. No patient complications were reported the patient status is stable.